Manufacturer narrative:
MDR 3003442380-2024-08575 - device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the canada on (B)(6) 2024, it was reported that the patient experienced five cannula were kinked. Patient blood glucose level was between 16 and 21 mmol/l. Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.